Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed out the pump supplies and used a new vial of insulin. Type of infusion set was changed. Customer alleged pump was the cause of the occlusions. As customer changed the pump supplies prior to calling tandem technical support, a cause of the occlusion could not be determined. Blood glucose was 400 mg/dl. Tandem field representative made attempts to follow up with the customer; however, the customer did not reply.